Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the capsule fully closed and handle intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. A delamination mark was observed over the nitinol reinforcing frame along the mid-section of the capsule. The inner member shaft and spindle hub was intact with no evidence of damage. A dent was observed on the distal end of the capsule. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve ((B)(4)), the valve was implanted too high and was unable to be recaptured due to it being deployed at approximately 90%. The valve was moved to the descending aorta. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.